Event description:
It was reported that the user experienced multiple infusion set occlusion alerts with an inset 6 mm, 23 in set while using the ilet, with a highest blood glucose of 330 mg/dl and glucose remaining elevated for about four hours; the issue resolved only after the user changed all supplies, and a contact detach set was ordered. Customer care provided support that included troubleshooting supply replacement logistics. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was not resolved by site-only changes but was resolved after a full supply change, consistent with an infusion set or supply-related obstruction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no outside assistance and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.